Manufacturer narrative:
The pump is not available for evaluation. The device has been requested but has not been received. The facility reported that the device has not been isolated and the device is still in use. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility's biomedical engineering department reported an infusion pump that failed during patient use. The pump was infusing an epinephrine drip to a pediatric intensive care unit patient and it was "unplugged for transport". The pump alarmed "low battery", even though it was reportedly "plugged in for over 24-hours", and "signaled pump failure". The pump then turned off. The nurses were not able to "release any tubing" but "they were able to change the pump right away". The patient's "blood pressure reportedly decreased but it was able to recover quickly enough, so no patient injury resulted". Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis or status, type of the failure, channel involved, other medication involved, rate of the epinephrine infusion, medical intervention, and set up of the infusion device.